Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had door failure. A field service engineer found that door 4 on the unit was broken and damaged and required replacement. The fse replaced the hinge side of the door as well as the plexiglass door panel. The door was verified to be functional and secure. The fse tested the door in the hardware testing application and on the appliance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door was broken and unable to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.